Event description:
The manufacturer received a voluntary medwatch (mw5102656) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient being diagnosed with lv esophageal cancer. The patient states that he is on a trial drug that is helping. He was advised by his doctor to continue use of the device. Additional information received after further review determined that although exposure to particulates and vocs could potentially result in mild to moderate respiratory irritation, it would not be to the degree of serious harm/injury/death. Also, thus far, testing of the sound abatement foam has shown no evidence to suggest that exposure to foam vocs/particulates would result in serious harm or death. Additionally, no other clinical information is provided to indicate any causal relationship between the device and the harm reported. Therefore, based on available information at the time of the review, the reported cancer is assessed as unrelated to the device in this case.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021 and z-1974-2021.